Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors had a large amount of precipitated fluorouracil crystals around the inside of the connector. This was observed upon taking off the cap. This was observed prior to patient use. There was no patient involvement. No additional information is available.